Manufacturer narrative:
Additional information to include facility name: (B)(6) general hospital. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, there was a leaking of contrast media (unknown) in the balloon of 4mm x 30cm 155cm saber rx percutaneous transluminal angioplasty (pta) balloon catheter when it was inflated. There might have been a pinhole on the balloon part. There was no reported patient injury. This was a shunt pta case. The device will be returned for evaluation. No other information was provided.

Manufacturer narrative:
This device was received for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, there was a leaking of contrast media (unknown) in the balloon of 4mm x 30cm 155cm saber rx percutaneous transluminal angioplasty (pta) balloon catheter when it was inflated. There might have been a pinhole on the balloon part. There was no reported patient injury. This was a shunt pta case. No other information was provided. One product was returned for analysis. A non-sterile saber rx 4mm x 30cm 155 was received for analysis coiled inside a plastic bag. Per visual analysis, the balloon had been previously inflated. Blood residues were observed inside the balloon. The unit was thoroughly inspected at naked eye and no other anomalies were observed. Per functional analysis, balloon inflation was performed. A lab inflator/deflator device was attached to the inflation lumen of unit and pressure applied. A leakage of water was observed coming from a torn area of the body/shaft near the balloon. Per sem analysis on the unit¿s torn condition observed during inflation test, results showed that the torn body/shaft was caused by a rupture on the body/shaft area. The inner surface presented no anomalies near to the body/shaft rupture. The outer surface presented evidence of scratch marks near the body/shaft area rupture. This type of damage is commonly caused during the interaction of the body/shaft material with a sharp object or mechanical damage. It is very likely that the same factors that caused the observed scratch marks on the body/shaft area surface could have led to the ruptured condition found on the received device. It seems the body/shaft material near the rupture was torn either due to the interaction of the body/shaft with calcified spicules located on the lesion or with a sharp object from the outside of the body/shaft. No other anomalies were observed during the sem analysis. A product history record (phr) review of lot 82184767 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon leakage - during positive pressure¿ was not confirmed during device analysis as the leakage was noted to be coming from the body/shaft of the device. However, a secondary failure of ¿body/shaft burst - in-patient¿ was confirmed due to a rupture and evidence of scratch marks noted on the outer surface near the body/shaft area rupture. The exact cause could not be determined. Based on the information provided it appears the body/shaft leakage/rupture was caused by the interaction of the shaft material with a sharp object. It is likely vessel characteristics, although unknown, may have contributed to the reported event as calcified spicules may easily damage balloon catheter material and damage the shaft of the device per sem analysis. According to the safety information in the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.